Manufacturer narrative:
The dilator is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the minimum luminal diameter at the site of the dissection was 7.7mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. However, per report, the physician determined that the patient's anatomy was too small for the devices/procedure. The procedure was subsequently aborted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
As reported by the edwards field clinical specialist, the 28 fr dilators caused a tear in the left common femoral artery. The dilators were being used in sequence when the tear was noted. The procedure was aborted and the femoral site was surgically repaired under direct visualization. The patient was stable throughout the procedure. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the complication was 7.7mm. The vessel was described as mildly tortuous and mildly calcified. Nothing abnormal was noted about the dilator prior to use. Difficulty was encountered when inserting the 28 fr dilator. Per report, nothing was wrong with the dilators; the patient's anatomy was just too small for the procedure.